Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has alarmed during the priming process. The blood glucose reading is 148 mg/dl. Customer stated that the insulin pump was dropped a couple of inches. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Cracked case on lcd display window corners, cracked battery tube threads and scratched lcd window noted during visual inspection.